Event description:
A patient reported they were unable to test on meter. Their meter allegedly would only prompt apply sample message. Issue was not resolved. Pt was unable to test on the meter. Pt did not seek any medical treatment/intervention. Pt was not treated. No further information has been reported.